Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no other devices. There was no damage to the distal tip or to the shaft of the device. Magnified inspection identified a pinhole in the balloon material over the distal markerband, 7mm from the tip of the device. Microscopic examination of the markerbands and the balloon material presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that balloon leak occurred. The 80% stenosed target lesion was located in the calcified mid left circumflex artery (lcx). A 2.50mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to predilate the lesion. However, the physician noted that the balloon was leaking following inflation at 6 atmospheres. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.